Event description:
It was reported that prior to use with 2 bd 20ml luer lok syringes the syringes had a hole in the syringe barrel. The following information was provided by the initial reporter: customer concern about a hole discovered in the plastic of a 20ml syringe. She stated that this is the second syringe she has identified in the past week with this defect.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported that prior to use with 2 bd 20ml luer lok syringes the syringes had a hole in the syringe barrel. The following information was provided by the initial reporter: customer concern about a hole discovered in the plastic of a 20ml syringe. She stated that this is the second syringe she has identified in the past week with this defect. H.6 imdrf annex a code: a041001.

Manufacturer narrative:
E.4. The initial reporter also notified the FDA. Medwatch report #: (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 20ml luer lok syringes experienced a damaged or open unit package. 2 of 2 reports. The following information was provided by the initial reporter: customer concern about a hole discovered in the plastic of a 20ml syringe. She stated that this is the second syringe she has identified in the past week with this defect.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution? Yes. D.9. Returned to manufacturer on: 12-aug-2023 h.6. Investigation summary: sample and two photos received by our quality team for investigation. Through visual evaluation, a hole on the barrel near the top of the syringe is observed. A device history review was performed for the reported lot 2326623, maintenance record related to the incident was identified. Based on the teams investigation, root cause is associated with the molding process. Manufacturing personnel have been notified and additional training to reinforce proper assembly has been performed. Procedure will be updated with monthly maintenance plan. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 2 bd 20ml luer lok syringes the syringes had a hole in the syringe barrel. The following information was provided by the initial reporter: customer concern about a hole discovered in the plastic of a 20ml syringe. She stated that this is the second syringe she has identified in the past week with this defect.